Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Conclusion - h6 (device code, clinical signs code, results code and conclusion code). The reported event could be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed. "The implant was place in an ankle with abundant posttraumatic changes and pre-existing bone cysts in the distal tibia as outlined in the report. The implant is still well-fixed. There is a radiolucent line at the anterior aspect of the tibial tray, however no apparent loosening of the tibial construct. The talar implant is intact and still well-fixed as well. No apparent subsidence. Without further clinical information a more detailed assessment is not possible.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused due to pre-existing bone cysts in the distal tibia. Also, a radiolucent line is detected at the anterior aspect of the tibial tray, but without further information more detailed clinical assessment is not possible. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.